Event description:
Silverhawk device could not be removed through arterial sheath. In trying to remove device and sheath wire access was lost and hand pressure held. Device was inspected. Wire was found to be twisted around device.